Event description:
It was reported that during induction testing the lead exhibited low, out of range high voltage lead impedance. The lead was capped. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.